Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's pulse generator had failed to be interrogated. No intervention was performed. The patient was in stable condition.

Manufacturer narrative:
The reported event of interrogation difficulty was confirmed. The device was at end-of-life voltage level when received. Device output was in backup mode, consistent with low battery voltage condition. Longevity calculation indicated the device was implanted beyond its projected longevity. At this stage, the capacity of the battery is significantly reduced, resulting in backup mode and inadequate telemetry communication.

Event description:
New information received notes that the pulse generator was explanted and replaced. The patient was in stable condition.